Event description:
Info received indicates during a preventative maintenance check, the tech found the ground resistance was too high.

Manufacturer narrative:
The tech found the power cord plug was worn. He replaced the power cord to repair the bed.